Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The cause of death was ventricular fibrillation which was not successfully converted to sinus rhythm by the implantable cardioverter defibrillator. It was noted that the device had detected an "over current" or possible high voltage circuit damage which triggered the device to hold therapy in order to protect the implantable cardioverter defibrillator from damage. It was suspected that the device and lead failure contributed to patient's death. No additional information was reported.

Event description:
New information received listed the cause of death as atherosclerotic and hypertensive cardiovascular disease. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The reported event of failure to convert the rhythm and over current detection (ocd) was confirmed upon reviewing the device data. The cause of failure to convert the rhythm was due to undersensing. The cause of undersensing was determined to be due to external (non-device related) factors. The device behaved as expected and according to its programmed settings. Ocd could not be reproduced in the lab and the cause remained undetermined. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.